Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving two error alarms on the insulin pump. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change due to a broken solder joint on the interface board. The insulin pump passed the self test and the displacement test and no error alarm occurred. The insulin pump had a cracked display window corner and cracked reservoir tube lip.